Event description:
It was later reported that after the patient finished their antibiotics, another pus pocket formed. The patient was scheduled for lead explant. Confirmation was then received noting that the patient did undergo device explant - their lead and generator were removed. The explanted devices were discarded at the hospital and are not available for return. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with an infection after recent surgery around their neck incision. The surgeon performed surgery to cleanse and debride the site. The patient was kept overnight at the hospital and prescribed medication. No devices were explanted. Device history records were reviewed. The lead was seen to be hp sterilized prior to distribution. Device evaluation is not necessary. It will add no value to the investigation as the root cause is known. No other relevant information has been received to date.